Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: investigation was completed using the returned battery cap a visual inspection revealed no issues with the motor drive. A review of the black box revealed evidence of rewind alarms on 01/20/2015. The pump was exercised for 24 hours with no issues. The pump case was removed and there was no internal damage observed.the reported rewind issue complaint was not duplicated during testing. Unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. The bolus button was also torn; however was still responsive to user input.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).